Event description:
It was reported that the user experienced hypoglycemia while working in a hot warehouse, with fingerstick or sensor readings reported between 57 and 60 mg/dl, and ems administered treatment consistent with glucagon after workplace staff activated emergency protocol; the user had recently received a replacement ilet and reportedly bolused after meals, and improper adaptation to the replacement device was suggested. Symptoms included low blood glucose with associated functional impairment requiring external intervention. Outcomes included temporary interruption of normal activities and guidance to rest after ems evaluation, with recovery reported at the scene and no hospitalization. Investigation included complaint intake, user and family interview, and review of reported device use and event circumstances. Investigation of this case revealed no confirmed device malfunction and identified potential contributory factors including heat, exertion, postprandial bolusing, and possible inadequate adaptation period following a replacement device. It was concluded that the event was consistent with hypoglycemia with an unclear cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.